Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported there was a separation at the distal end bend relief of the percutaneous lead. During the evaluation, pump stopped events were observed associated with power elevations and elevated pi values. A percutaneous lead repair was performed.

Manufacturer narrative:
The approx age of the device is 19 months. A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.